Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The troubleshooting efforts were made, and the customer complained about the e315 incompatible scope error. After offering assistance, the prior engineer had the customer attempt certain troubleshooting techniques, such as switching out equipment while not in use. The customer called back to inform that, with the help of the previous engineer's troubleshooting efforts, they were able to identify it as the cv-190. No additional help was needed. The device was returned to olympus for inspection, and the customer's complaint e315 incompatible scope error was confirmed. Based on the results of the investigation, it was presumed that e315 incompatible scope error was displayed because abnormality occurred on the communication with scope due to an effect of corroded pin inside video connector socket. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that while finishing the case, the user lost the ability to get image on screen of video system center. The user tried multiple scopes and the device exhibited error code e315. The issue occurred at the end of an unspecified procedure. There were no reports of patient harm or impact associated with this event.